Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a290, serial#: (B)(4), product type: lead. Device code c62917 no longer applies to the lead given the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. On (B)(6) 2019, the patient was supposed to meet with the rep but had cancelled and hadn't rescheduled their appointment. It was noted that the patient had a standing anterior-posterior x-ray prior to (B)(6) 2019, which showed lead migration from the occipital nerve to the cervical spine. The patient was scheduled for a revision. On the day of the revision, the doctor took a fluoroscopy image and felt that the lead shad not moved, which was noted to be likely due to the c-arm since the patient's stimulation used to be over their occipital nerve but was now in their lower neck. There were no notes in the patient's chart as of (B)(6) 2019 regarding next steps for the patient. It was noted that the patient had an injection appointment scheduled for (B)(6), however that was not related to this event. There was no additional information to provide at this time; the reps noted they were "in a holding pattern" for now. Additional information was received from the rep on (B)(6) 2019 to clarify information regarding the lead revision that had previously been reported. They confirmed that it was a potential lead revision however, the lead revision never occurred because the doctor felt that the leads had not moved. It was the physician assistant you had done the x-rays that felt that lead migration had occurred but the doctor determined later with the fluoro imaging that the lead had not moved. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. There was a possible lead migration. The patient states that the right side (right lead) causes muscle contractions when on. The therapy was going well prior to this. Only the right side is the issue. The left side is doing well. The rep hasn¿t seen the patient yet but there are likely no environmental/external/patient factors that may have led or contributed to the issue. The rep will see the patient on (B)(6) 2019. The rep is not sure what lead is the right or left. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated. Additional information was received from the healthcare provider (hcp) via the rep. It could not be confirmed if the lead had migrated because there was no film taken by the hcp. There was no plan to take a film at this time neither. To address the reported symptoms, reprogramming was performed to shorten the pulse width, which did help to mitigate the muscle contractions. It was confirmed the patient was getting comfortable stimulation on both sides. No further complications were reported or anticipated. Additional information was received from a manufacturer representative (rep) on (B)(4) 2019. The rep met with the patient today to address their issue with the stimulator again. Impedance showed electrode 7 was out. They had an x-ray taken and it did show the leads migrated down about 3 vertebral levels. The rep played around with each lead, trying a bunch of different sequences and they all elicited the same effect. Every time the patient slouches or turns their head, the feeling of stimulation goes away. When they have perfect posture they can feel the stimulation great. Their healthcare professional (hcp) is aware of the issue. No further complications were reported/are anticipated.